Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2006. The patient experienced incontinence, bladder infections and pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-02204. The same device is represented in each medwatch as it was involved in two events.